Manufacturer narrative:
Upon examination of the returned device, the investigator noted fracture of the casing and corrosion damage, in addition to yielding of the iso 1797-1 latch. The investigator concluded that the corrosion damage and fracture at the interference connection indicated the device had seen extended use, and that the user likely overloaded and/or improperly cleaned the device. No manufacturing nonconformities were noted.

Event description:
During a procedure, the drill extender cracked where the drill meets the housing. The clinician had to terminate the procedure until a later date.